Event description:
It was reported that during the implant of this right ventricular (rv) lead, the physician experienced difficulty positioning the lead and sub-optimal pacing threshold measurements were obtained. However, the decision was made to keep the lead implanted as rv pacing was not required for this patient. Approximately a week after implant, the patient presented to the emergency room with chest pain, and an echocardiogram showed a small pericardial effusion. An x-ray was performed and the lead was found to be in the same position of initial implant; however, a micro-dislodgement was suspected as the lead exhibited increased pacing threshold measurements and loss of capture. A decrease in sensing amplitude was also observed. Subsequently, a revision procedure was performed and it was noted that the rv lead had perforated the heart wall. This lead was removed and replaced with two epicardial leads. No additional adverse patient effects were reported.